Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. During the procedure the device became damaged in a manner indicative of deflation. As a result, the device was replaced with another mentor smooth round moderate profile 525cc saline prosthesis during the procedure.

Manufacturer narrative:
This event was evaluated again on 8/20/2018. It was determined that there is no evidence that the device came in contact with the patient, or that the incident caused any change to the procedural result. Therefore, h6 is being updated to reflect that there was no consequence to the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for the lot number 7579186 was reviewed on 8/1/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. The investigation of the returned device was completed by the failure analysis lab on 8/5/2018. Device evaluation summary: it was reported that a (B)(6) patient underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. During the procedure the device became damaged in a manner indicative of deflation. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered two rents. Rent a measuring approximately 0.1cm and rent b measured under 0.1 cm. Both rents were located on the posterior aspect. Microscopic examination of the edges of the rents gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).